Event description:
It was reported by the customer that they're using a powerpicc on a patient when we put it in the patient on 7/3 we had no issues and now the radiologist states that "we had early catheter failure due to catheter leak on a patient" this defect was noticed on 8/1. Additional information received on 14-aug-2023. Leak was discovered as meds were not being administered properly. Treatment interrupted, patient felt a cold sensation during treatment, difficulty to give meds, was positional in the beginning, then did not work. Unable to give med treatment, a new cath was placed into patient with a different lot#. No pieces were left in patient-no surgery needed to retrieve cath. Patient required imaging, catheter patency test per flouro. Patient was to receive antibiotics and supplemental fluids. Statlock was used.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.